Manufacturer narrative:
The device with model kd-v411m-0725 was returned for evaluation. The lot number was 23k with supplementary information number of ¿25¿. (M-bc manufacture date: mar 25, 2022) reported event: the cutting wire was broken. Device evaluation confirmed the reported issue. Evaluation found the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. The following device history record with the lot no of the subject device was confirmed. No abnormalities found from the device history record of the items which relate to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. IFU (instruction for use): the occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU). This instruction manual (drawing no. Gk6224, revision no.8) contains the following information. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. However, the exact cause of the problem could not be conclusively identified. ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. Avoiding the situations described above will prevent the cutting wire from breaking. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during a therapeutic endoscopic sphincterotomy (est) procedure, when energized , the tip knife wire broke immediately after use. The device was replaced with the same product with model kd-v411m-0725, lot 24k, however, it broke the same way. The intended procedure was completed using another device from another company. There was no patient harm or injury reported due to the event. No user injury reported. The output setting is unknown. Not provided. This event includes two reports to capture the two device that broke during the case. Report with patient identifier (B)(6) ( kd-v411m-0725, lot 23k ) first device . Report with patient identifier (B)(6) ( kd-v411m-0725, lot 24k ) second device. This report is for report with patient identifier (B)(6) ( kd-v411m-0725, lot 23k ) first device .